Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer did not work.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the computer would not boot.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.